Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that following placement of a smiths medical portex® ultraperc® tracheostomy tube leak was noted. Subsequently, a tracheostomy (trach) tube change out performed and the patient desaturated to 83%. It was reported that the cuff was tested prior to placement. No further adverse effects were reported.

Manufacturer narrative:
One blu trachy s/assy was returned for analysis in used condition. No discrepancies were found upon visual inspection. Functional testing was performed by inflating the cuff while submerged under water; a leak was observed in the cuff. The manufacturing process and relevant documents were reviewed; no discrepancies found. Cuff assembly operation and the inflation line assembly operation was reviewed finding no discrepancies. Inflation test was audited during thirty-two units observing no deflated cuffs. Based on the evidence the complaint was confirmed. The root cause is found to be because of user interface.